Event description:
Information received that the casters were "ratcheting", brakes would hold, but caster would swivel/ratchet. No injury reported.

Manufacturer narrative:
Technician found that the casters would hold, but caster would swivel. Replaced all four casters due to wear and this resolved the issue.